Manufacturer narrative:
The reported event for no ipg communication was confirmed. It was determined the device was running the service application software. This condition is consistent with electrocautery use during surgery. Per event details, the ipg no longer communicated following an unrelated surgery. There is guidance in the clinicians manual regarding proper handling of the device when using electrocautery. As a result of this finding, actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that the implantable pulse generator (ipg) was inoperable. The device was unable to establish communication with the ipg. Patient had an unrelated surgery about a year or two years ago. It is unknown if patient¿s stimulation was turned off or not during the procedure. The device was explanted, and a new device was implanted as a result. Therapy was restored was post procedure. There were no complications during the procedure. Patient was stable.